Manufacturer narrative:
Recall: 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she experienced sharp pains at the ipg site after using the scs system for approximately three hours. The patient applied topical analgesic cream, took muscle relaxers and oxycodone and turned the scs system off and the pain subsided, however the site is still sore. Follow up information identified an x-ray was taken and showed no anomalies. Lead diagnostics revealed one low impedance and scs system was turned on and the patient initially did not experience discomfort, however the patient now states the pain never resolved and the ipg site remains tender. The patient underwent surgical intervention on (B)(6) 2016 to remove and replace her ipg.

Event description:
Follow up information identified the patient is no longer experiencing pain at the ipg site thus issue has been resolved.